Event description:
It was reported that bd¿ syringe with needle had foreign matter in the barrel. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation: no DHR could be performed as the lot# was not reported. Bd has been provided with the affected sample. After the evaluation of the returned samples, bd confirmed the reported issue, and concluded that the small particles inside the syringe were composed by lubricant from the syringe barrel. Particles composed by lubricant, which is included in the plastic formulation and it is inherent to the design and function of 2 piece syringes. CAPA#207816 was initiated.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd¿ syringe with needle had foreign matter in the barrel. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: a DHR was not performed as the lot number is "unknown" for this complaint. No sample or picture available for evaluation. Conclusion(s): the root cause of the reported issue could not be determined. Despite the fact that any high volume manufacturing process may generate some particulate matter, the highly capable process employed by bd to produce discardit syringes keeps particulate matter to extremely low levels through stringent manufacturing processes and environmental controls. In bd fraga, the whole process to assembly and package the product takes place in an environmental controlled room where the air is continuously filtered using a hepa filter system and there are several strict measures.

Event description:
It was reported that bd¿ syringe with needle had foreign matter in the barrel. No serious injury or medical intervention was reported.